Event description:
A 24 mm diameter x 14 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of a 49 mm abdominal aortic aneursym in 2002. The diameter of the proxiaml non-aneurysmal aortic neck was 20 mm. Vessel morphology was reported to be not tortous. The iliac arteries were reported to be calcified and the external iliac arteries were 7-8 mm in diameter. The pt has a history of obesity, chronic obstructive pulmonary disease, and hypertension. The iliac vessels were progressively pre-dilated with renal dilators, and a 22 french sheath was inserted. No problems were reported during deployment of the stent grafts. When the 22 french sheath was removed from the pt, about 2 cm of the artery came out with the sheath. A retroperitoneal cutdown was performed to gain control of the artery, and a femoral-femoral bypass was performed. The pt was later returned to the operating room for an endarterectomy on the contralateral side, which became occluded during the femoral-femoral procedure. The night of the procedure, the pt developed paralysis in their legs. Good flow was noted to both feet. It is unknown how or if the paralysis will be treated.